Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed detached from the delivery system as documented in the event description. Microscopic inspection was performed on the stent component. It was observed to be in good condition, without any structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. There was no damage noted on the delivery wire. The issue reported regarding the stent becoming impeded in the introducer could not be evaluated due to the detached condition of the stent. In order to perform a functional test, the stent must be attached to the delivery wire and inside the introducer. However, based on the detached stent, the issue reported regarding the stent being prematurely separated from the delivery wire was confirmed. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8697599. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device 25-sep-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8697599. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the physician flushed the stent, a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 8697599) and delivered it. The stent was impeded in the introducer sheath and could not be pushed into the microcatheter. The physician retracted the stent and observed that it had been released in the introducer sheath and the stent body was separated from the delivery wire. A new stent was used to replace it to complete the procedure using the same microcatheter. There was no report of any negative patient impact. On 02-sep-2024, additional information was received. The information indicated that the procedure was targeting the c6 segment of the internal carotid artery (ica). A continuous flush had been maintained through the microcatheter. There was no damage noted on the stent / stent delivery system when the device was removed from the patient. The replacement stent was another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300). There was no delay in the procedure a result of the reported issue.